Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that the insulin pump just stopped working all she can see is lines on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump power up properly, after battery installation. Unit was programmed with correct time and date, no missing segment, battery or reservoir icons indicators anomaly noted. Unable to prime during the prime test and motor error alarmed during basic occlusion test due to faulty force sensor. Unit was monitored for two days several boluses were programmed and delivered no anomalies noted. Motor was tested outside of the device and passed.